Event description:
It was reported that there was inquiry on the availability of a catheter as the surgeons expressed unhappiness and raised ¿a number of issues.¿ further, during a procedure the surgeon claimed that the catheter was too stiff and non-visible on x-ray. Therefore, there was the inability to determine whether the catheter placement was correct or not. Increased stiffness would also potentially cause a cerebral spinal fluid (csf) leak. The location of the catheter issue was reported as the tip. The catheter remains implanted and in-service. No action was required. Diagnostic testing included x-rays. It was unknown if there were any patient symptoms or complication associated with this event. The patient¿s status at the time of the report was also unknown. This device system delivered lioresal. In addition, the delivered "ascenda" catheters were not visible on x-ray, which made diagnostics for migration of fracture near impossible. All previous catheters were radio-opace. There was awareness that the first "ascenda" catheters were produced radio-opace and ¿ce¿ marked as such, the later mass produced catheters were not radio-opace. The physician had discovered this through an informal conversation. It was thought that the "ascenda" catheter would be the only one available, which would make catheter diagnostics difficult and require subjecting children to more radiation and anesthetics if dye was to be injected for catheter studies. Any injection into the baclofen pump also exposes the system to infection, which requires further surgery to remove the system. There was no reported injury, no details of injury also was reported as none.

Manufacturer narrative:
Concomitant product: product ID 8780, lot# 0208400552, product type catheter. (B)(4).